Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that their pump fill date was put off by 2 weeks and the alarm had been going off for 2 days. The patient stated their last pump refill was last thursday and they called the doctor's office before the refill to try to get in sooner. The patient stated the current pump alarms more frequently than an hour. The alarm started to go off intermittently on friday, and when they went to bolus, they saw ¿pump not found¿ or ¿can't find pump¿ so the patient requested assistance connecting to the pump on call. The patient later stated the alarm started monday but was actually alarming 4 days prior to that. The patient stated they got a stethoscope to hold over the pump to listen to if it is alarming or not. The patient stated they couldn't tell if the pump alarm was going off yesterday or not because of a loud environment but later stated the pump was alarming all day yesterday and mentioned the pump alarmed about 30 minutes before calling. The patient stated in combination with the pump alarm, they were having physical symptoms and discomfort, such as gi problems right away, as if they were not receiving medication. The agent assisted the patient in connecting to the pump and patient was able to request/receive a bolus well without a single issue. The patient confirmed no alerts/codes/message screens appeared during any part of the connection to the pump. The patient read in therapy details 4 boluses / 24 hours, and read bolus dose as 0.301mg/bolus. While on the call, the patient mentioned that they are in a medical bed because they are not ambulatory, and they noticed the alarm was going off constantly yesterday when in the medical bed, but then in their rocking chair it was not. The patient asked if the alarm could change based off of position. The patient was redirected to healthcare provider to further address the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Previously reported fca number 2182207-11-22-2024-006-c is no longer applicable as this event does not meet inclusion into fca. H6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.